Manufacturer narrative:
(B)(4).

Event description:
The pump was implanted on (B)(6) 2011. The pump was filled with 20 mls; the type of drug was not reported. On (B)(6) 2011, the actual residual volume (20 mls) was greater than the expected volume (6.8 mls). The pump logs were normal. Troubleshooting options were being considered. A follow-up report will be sent if additional information becomes available.